Event description:
A paramedic called for assistance with disconnecting a pt from an infusion device. The paramedic stated that, the pt's blood glucose measured 30 mg/dl and he was being treated with d-50 (dextrose). The paramedic stated that, she did not have any pt info and she provided follow up contact info. Upon follow up, the company representative was advised that the records had already been filed and the info was not available. Since no pt info is available, the pt can not be contacted to obtain further info regarding the event. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.